Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
On (B)(6) 2021, the customer previously reported the generation of erroneous ise patient results which is addressed in MDR number (B)(4). On (B)(6) 2021, customer called back and reported additional erroneous ion selective electrode (ise) patient results including sodium (na), potassium (k) and chloride (cl) on their au5800 chemistry analyzer. The erroneous patient results were not reported out of the laboratory. The customer repeated the two patient samples and released the correct results. There was no report of change to treatment, injury, or death associated with this event. The customer did not demographics. The customer did not provide initial patient results, and only indicated that initial results were out of analytical measurement range. Customer provided the repeated results for two patient samples.